Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument was returned for evaluation and it was confirmed that the driver tip had sheared off. The fracture surface extends low across the drive feature, indicating that the tip may not have been fully inserted into the locking cap during use. It's possible that off axis insertion or excessive force placed on the instrument, contributed to the reported issue. However, the exact cause of the reported issue could not be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10

Event description:
It was reported by a globus belgium sales representative, the tip of the self-retaining driver shaft broke off within the set screw. The instrument tip was unable to be retrieved.